Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported it was unknown what caused the por. The rep cleared it with a clinician programmer and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that there was a power on reset (por) screen. It was noted that the therapy had stopped. The manufacturer representative planned to clear the por using the clinician programmer. No symptoms or complications were reported.